Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A medwatch form with uf/ importer report # (B)(4) was received on 14dec2020 with the following information: the aspiration needle (600490 puncture needle) appeared to be intact and as it was pushed against the gall bladder the tip of the needle broke upon advancing it to enter the gall bladder and could not be found. Second surgeon was summoned to assist and the tip was found in the liver but unable to be retrieved. Additional information received on 18dec2020 indicated that the procedure was extended by two (2) hours as the surgeon attempted to retrieve the broken tip. There was no revision or medical intervention done. The (B)(6) female patient was discharged without further documented issues.

Manufacturer narrative:
UDI #: (B)(4). 600490 puncture needle w/irrig 32cm was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.